Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the pins inside the video connector were bent due to repeated use for a long period of time. Alternatively, it is likely that the pin in the connector was bent by the user forcibly connecting the scope connector, connecting it diagonally, or applying force such as forcible bending, pulling, twisting, or crushing. This caused the electrical contacts of the connector to become unstable, hindered image transmission between the scope and the video processor, and caused a phenomenon in which the endoscopic image was not displayed. This issue is addressed in the instructions for use (IFU): "·do not use a pointed or hard object to press the buttons on the front panel and/or keyboard. This may damage the buttons. Do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The returned subject device was evaluated. Bent pins inside video connector causing no image with otv-s7 camera head was found. In addition, the device was found with outdated/old version main switch and needs to be upgraded. The device was also noted with old version software and needs to be upgraded. Based on evaluation findings, the reported issue was identified to be attributed to bent pins inside the device video connector. Investigation is ongoing. This report will be supplemented accordingly following investigations. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
It was reported that the camera when attached to the otv there was no picture on the screen. The issue occurred during preparation for use. There was no patient involvement associated on this event reported. No user injury reported.